Manufacturer narrative:
Concomitant medical products: product ID: 8578, lot#: hg1umkq04, implanted: (B)(6) 2018, explanted: (B)(6) 2019, product type: catheter. Product ID: 8703w, serial#: l53964, implanted: (B)(6) 1998, explanted: (B)(6) 2019, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a company representative regarding a patient who was receiving a morphine with concentration 25 mg/ml at a dose rate of 8.6 mg/day via an implantable pump for non-malignant pain. It was reported a possible infection occurred. When patient presented for refill with a physician earlier this week, his pump appeared to be eroding through the skin. There was drainage from the site. After the refill, the patient t went to the emergency room and was admitted for consult. It was decided that the pump and catheter would be explanted by an alternate physician. Regarding environmental/external/patient factors that may have led or contributed to the issue, it was noted that the patient had lost at least 40 pounds in the last 120 days possibly due to seizure medication as well as several family deaths. The event occurred during device follow-up. The pump and complete catheter were explanted. The pump and catheter were to be replaced in the future. The issue was resolved at the time of the report. The patient was without injury regarding their status at the time of the report. It was noted that the hcp was notified that the devices should be returned to the manufacturer. The explanted devices were in the possession of the hospital and to where be returned to the manufacturer for analysis. Other medications (oral, etc.) The patient was receiving at the time of the report was unable to be obtained. The patient¿s medical history was noted as having been requested but was unknown. No further patient complications have been reported as a result of this event.